Event description:
A door slammed into the implantable neurostimulator site a few months ago. The pt was unable to adjust stimulation, possible due to pocket swelling. The elective replacement indicator was noted on the programmer display. Additional info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).